Manufacturer narrative:
Batch review performed on 01 december 2023 lot 2303289: (B)(4) items manufactured and released on 13-july-2023. Expiration date: 2028-06-25. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional implant involved batch review performed on 01 december 2023 on reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2307391 lot 2307391: (B)(4) manufactured and released on 24-may-2023. Expiration date: 2028-05-09. No anomalies found related to the problem.to date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in for a post-op appointment and it was observed that the patient was experiencing impingement of the glenosphere on the scapula with scapula notching. The cause of this occurrence is unknown. The surgeon revised the glenosphere, metaphysis, and liner. The surgery was completed successfully. On 16 october 2023, the patient came in came in reporting pain after lifting a heavy weight and dislocating. The surgeon removed the glenosphere, liner, metaphysis, glenoid baseplate and repositioned the baseplate more inferior on the glenoid.the surgery was completed successfully. Presently, on 6 november 2023, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere, liner, and metaphysis. The surgery was completed successfully.